Event description:
It was reported that the right atrial (ra) lead has experienced an impedance warning with a slow, steady rise and is high now. There has also been a slow, steady increase in capture threshold. Follow up determined the doctor had ordered a chest x-ray on the patient, but that it was determined that the leads had regular placement and had not changed. The doctor chose to continue to monitor the patient since the patient is pacing only 26 percent of the time. There have been no changes made, and no plans yet for intervention. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead (B)(6) 2004. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial (ra) lead has experienced an impedance warning with a slow, steady rise. There has also been a slow, steady increase in capture threshold. The lead remains in use. No patient complications have been reported as a result of this event.